Event description:
Covidien received a report of a n-560 where sound was too low. No patient involvement.

Manufacturer narrative:
Covidien investigation could not confirm the reported failure of the sound was too low. No fault was found. Unit passed all tests. A maintenance performed was unrelated to the reported failure.